Event description:
It was reported that the patient's right atrial (ra) lead was dislodged after undergoing a coronary artery bypass graft (CABG) procedure. The ra lead was explanted and a port plug was inserted into the ra port of the pacemaker on (B)(6) 2025. The patient was stable throughout the procedure.